Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used in the urethra during a ureterolithotripsy laser procedure performed on (B)(6) 2016. According to the complainant, at the beginning of the procedure, the laser fiber stopped working and was noted to have a break in the fiber. No part of the fiber fell into the patient. The case was completed with a flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported stable.

Manufacturer narrative:
A flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass fiber tip measured 3.5mm and appeared used. Additional examination under magnification revealed that the fiber tip was consistent with minimal degradation. There was no damage noted along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. As a result, no aiming beam was visible and effective transmission was not measured. Functional analysis revealed that the "attach laser fiber" message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The condition of the returned device would cause the fiber to stop working thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used in the urethra during a ureterolithotripsy laser procedure performed on (B)(6) 2016. According to the complainant, at the beginning of the procedure, the laser fiber stopped working and was noted to have a break in the fiber. No part of the fiber fell into the patient. The case was completed with a flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported stable.